Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis treatment, a large number of tiny bubbles escaped from the arterial end. After inspection, it was found that there was a crack in the arterial joint (catheter end). The adapters were tightened by hand. Flushing was done prior to use, and the result had no abnormality. Aside from the cracked arterial adapter, no other abnormality was found on the product. Bloodline was the other product being utilized with the device. Nothing unusual was observed on the device prior to use. Betadine was the cleaning solution used on the device, and it was typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. The doctor was informed, and the catheter arterial connector was disassembled and replaced with a new connector/adapter on the same day to repair it as the initial handling/intervention rather than replacing it with a new catheter and treatment was completed. There was about 3ml (milliliters) of blood loss. Blood transfusion was not re quired. There was no reported patient injury.